Event description:
It was reported: patient experienced inter joint acetabular instability in total hip implant that was originally implanted in 2000. Pt underwent repeat surgery and hospitalization in 2001 to replace the unstable implant.